Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this pacemaker dependant patient had a run of ventricular tachycardia. There was evidence of noise on this right ventricular lead which was oversensed and inhibited pacing. The patient had reported feeling funny. The device's detection was reprogrammed and the patient was to be further evaluated. Resolution was requested from the field representative. It was later reported that isometrics were performed and the noise was not reproduced. No impedance changes during the isometric testing. Pacing inhibition was less than two seconds. The physician did make programming changes and will continue to monitor this patient. This investigation will be updated, should further information be provided.